Manufacturer narrative:
Date of event - exact date is unknown, symptoms were first reported by the patient 2.5 weeks post implant therefore, (B)(6) 2018 is being provided as a best estimate. (B)(4). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zkb00 25.5 diopter intraocular lens (iol) was explanted from the patient¿s right eye (od) due to issues with glare and visual disturbance. Through follow-up it was learned the patient first reported blurred distance vision and near when reading two and half weeks after implantation. The lens was subsequently explanted requiring the incision to be enlarged from 2.4 mm to 2.8mm. The replacement lens was the same model but a lower diopter (23.5). The explanted lens was discarded and is not available for evaluation. The patient was noted to be recovered and the outcome does not interfere with activities of daily life. No additional information provided.